Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified lot number 2721842, catalog number tsx-340, fold creases, cloudy and yellow particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side "developed an inflammation" and "recall." Healthcare professional later reported "pain and capsular contracture grade IV." Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported left side "developed an inflammation" and "recall." Healthcare professional later reported "pain and capsular contracture grade IV." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.